Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the haptic was noticed to be broken when opening the iol package; therefore, the patient was left aphakic. Additional information was provided indicating that the patient was operated on approximately one week after the initial procedure evolving favourably. The patient is happy with his new vision.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the iol returned positioned correctly in the iol case. One haptic is broken/torn and is returned adhered to the iol case lid with adhesive tape. No apparent user handling. Due to the absence of clinical solution on the returned sample, the root cause is potentially manufacturing related. If the iol becomes misaligned in the iol case while closing, iol damage may occur. (B)(4).